Manufacturer narrative:
Occupation: non-healthcare professional. Concomitant medical products: cook quantum ttc biliary balloon dilator, qbid-1; cook tracer metro direct wire guide, metii-35-480. Investigation evaluation: an evaluation of the photo provided by the user confirmed the report. In the photo, the blue catheter has broken in one location. Our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the return. A functional test could not be performed on the returned device due to the presence of a crack in the catheter. The catheter had cracked approximately 182.5 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided from the user indicated the instructions for use were not followed regarding setup and inflation of the device. This is the most likely cause for the reported observation. Specifically, the user indicated the following: the balloon was inflated using a cook qbid-1 inflation device. The qbid inflation device has a 20 cc syringe, which is incompatible with the dilation balloon and cannot be used to inflate it. The instructions for use advise the user: "attach the balloon to a 60 ml (cc) inflation device with gauge to monitor balloon pressure". Negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically". Lubrication was not applied to the balloon prior to advancement through the endoscope accessory channel. Failure to apply lubrication to the balloon prior to advancement can result in balloon material damage. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel". The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, that an incompatible inflation device was used, and that lubrication and negative pressure were not applied, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a balloon dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The operator found the sheath was leaking [catheter cracked] during the stage of injecting water. They changed to another of the same product to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.